Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for the treatment of choledocholithiasis. During the procedure, visualization was lost and an error screen appeared. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h11 device analysis: the returned exalt model d scope was analyzed. The scope showed no visible damage. During the functional test, it displayed image as expected when connected to the capital equipment. The image was not lost after moving the umbilicus connector or the camera tip. The electrical test measurements were within the normal values and no shorts in the circuit were detected. The reported event of scope loss of visualization was not confirmed. The device analysis was unable to identify any damage or malfunction related to the reported event. Based on all gathered information, the probable cause selected is no problem detected, which indicates that the device complaint or problem cannot be confirmed.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024, for the treatment of choledocholithiasis. During the procedure, visualization was lost and an error screen appeared. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.